Event description:
It is reported by the surgeon,that the patient had pain, implant failure and rotational deformity. The patient received a hip replacement. (B)(4).

Manufacturer narrative:
Evaluation summary; medical expert confirmed massive sintering of the fragments resulting in a significant functional shortening of the surgical neck. The device was not returned for evaluation. Statement medical expert: ¿the x-ray from (B)(6) show a massive sintering of the fragments resulting in a significant functional shortening of the surgical neck. This is a typical complication of trochanteric fractures, in particular in osteoporotic bone. The event is related to the device, but not caused by the device or a malfunction of the device. No further actions are required, you may close this issue from a clinical point of view.¿ the op tech omega3 system compression hip screw ((B)(4)) was reviewed: relative contraindications ¿obesity: an obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself.¿ any mental or neuromuscular disorder which would create an unacceptable risk of fixation failure or complications in postoperative care.¿ see package insert for a complete list of potential adverse effects and contraindications. The surgeon must discuss all relevant risks, including the finite lifetime of the device, with the patient, when necessary.¿ due to lack of details in the information provided it¿s not possible to identify the root cause in a unique way. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.